Event description:
It was reported that immediately prior to a routine pulse generator change out procedure, a loss of capture was observed on the disabled atrial lead. Low impedance, undersensing, and noise were also noted. The lead was capped and replaced during the change out procedure. The patient would continue to be monitored.